Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump had no delivery alarm. Blood glucose level at the time of the incident was over 500 mg/dl. Customer stated they taking insulin shots and blood glucose below 100 mg/dl. Customer stated the insulin exited. Customer was unable to remove set at this time to test site portion. The insulin pump will not be returned for analysis.